Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit observed problem with upper display, the screen was reddish pink. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.